Event description:
"S/p b sq mastx's for fcd (fh neg breast ca, prior bx's) with placement expanders. Had replacement with 400cc mcghan gels, complicated by post-op r hematoma requiring drainage. C/o local and systemic probs since. Pt denies decreased size or h/o trauma but c/o increased firmness and distortion of n/a complexes as well as pain. C/o arthralgias (+ am stiffness)/myalgias, paresthesias/dysesthesias, spasms, swelling, fatigue, sleep disturb, adenopathy, hot flashes, drenching sweats, headaches, periodontal disease, visual disturb, memory loss, dry mucus membranes, hair loss, oral sores, rashes, sens cold (+ raynaud's), sob/cp, costochondritis, skin tightening, increased cholesterol, wgt gain and gi/gu probs."